Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: received pictures were forwarded to the medical safety officer. Per medical safety officer received fluro image is not clear enough to make conclusion. Therefore the complaint problem could not be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, the transforaminal posterior atraumatic lumbar (t-pal) implant was turned. The t-pal implant was well connected to the applicator. There was a firm connection between the implant and the applicator. During the insertion, without changing anything in the applicator, the implant turned. When the surgeon decided to extract the implant, without changing the applicator setup again, the implant was disconnected from the applicator. There was a forty (40) minute surgical delay. Patient outcome is unknown. This report is for a t-pal spacer applicator knob. This is report 4 of 4 for (B)(4).